Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No frozen display or stuck button alarms noted. Device passed self test and displacement test. Device received with scratched case, pillowing keypad overlay and broken belt clip rails. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display and buttons did not respond. Customer installing a new battery and monitoring insulin pump for two hours, and frozen display recurred. Customer stated that it locks up on the buttons did not work at all. Customer remove the battery and reset it and going on for a month and it was getting worse reset and shut down the pump issues continue to repeat after reboot takes 10-15 min before pump buttons are able to work again. Insulin pump issues with keypad not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.